Event description:
The physician stated that the cause of the endoleak was due to patient anatomy; specifically a reverse conical neck.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a possible ruptured abdominal aortic aneurysm. The abdominal aortic aneurysm measured 10 cm in diameter. The proximal aortic neck measured approximately 20 mm in diameter at the level of the renal arteries and measured 28-30 mm in diameter at 15 mm distal to the renal arteries. It was reported that prior to the index procedure, the physician elected to implant endurant 28x16x145 stent graft. During the index procedure, the delivery system was inserted and an angiogram was performed. From the angiogram, the physician determined that a larger stent graft was needed. The delivery system was removed and an endurant 32x16x145 was then implanted. On the final angiogram, a proximal type I endoleak was observed. The stent graft was ballooned, however, the endoleak persisted. The physician then implanted 19 aptus endoanchors to secure the stent graft to the aortic wall. Another angiogram was done, and a very slight blush was observed. The physician decided not to perform further intervention and the procedure was completed. A follow-up CT scan done five days post index procedure showed that the endoleak had self-resolved. No additional clinical sequelae were reported and the patient is fine.